Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test. No loose reservoir o-ring was found during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that o-ring on the insulin pump was loose. The customer stated that the reservoir does not lock into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.